Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex st (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair recurrent hernia defect and remove the mesh that was attached to the omentum and fascia" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the mesh removed is referring to a complete or partial removal of ventralex st (device #1), ventralex st (device #2), or both meshes. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard ventralex st (device #2). An additional emdr was submitted to represent the bard ventralex st (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. As reported, two bard/davol ventralex st hernia patch meshes (device #1 and device #2) were implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the recurrent hernia defect and remove the mesh that was attached to the omentum and fascia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a ventral hernia. As reported, two bard/davol ventralex st hernia patch meshes (device #1 and device #2) were implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the recurrent hernia defect and remove the mesh that was attached to the omentum and fascia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Per additional information provided: on (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralex st (device #1 & #2). Per operative notes, ¿each hernia sac was dissected down and opened. A small dual layer ventralex st mesh was placed intraabdominally and closed with sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the implant of ventralex st mesh (device #3) and explant of ventralex st (device #1 & #2). Per operative notes, ¿the herniation found just above the previous mesh. The sac was opened. The previous mesh attached to omentum and fascia was removed and a medium ventralex mesh was placed subfascially and the straps were used to affix individually to the fascial edges and sutured.¿ attorney alleges that the patient had pain, hernia recurrence, anxiety, stress and emotional injuries.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralex st (device #2) may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair recurrent hernia defect and remove the mesh that was attached to the omentum and fascia" however the sample was not returned for evaluation and medical records are not available at this time. The description does not clearly define if the mesh removed is referring to a complete or partial removal of ventralex st (device #1), ventralex st (device #2), or both meshes. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventralex st, patient was diagnosed with hernia recurrence and adhesions thereby underwent repair with explant of mesh. Updated fields. (Product catalog no, corporate lot no, expiry date, UDI no), e3, g1, g3, g6, h2, h6, h10. This supplemental emdr represents ventralex st (device #2). An additional supplemental emdr has been submitted to represent ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.